Manufacturer narrative:
(B)(4). Investigation summary: per service manual operational and diagnostic analysis confirmed the missing pole. The earth ground top nut, equi-potential plug, and foot were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported the unit was missing ground pole. There were no adverse consequences to the patient.